Manufacturer narrative:
H10: additional information on b5, d10 and h3.

Event description:
It was reported that, during a shoulder arthroscopy, the super turbovac 90 icw wand malfunctioned, preventing proper coagulation and resulting in the loss of part of the electrode in the patient. The pieces were recovered from the patient. The same device was used to complete the procedure and no significant delay was reported. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the super turbovac 90 icw wand malfunctioned, preventing proper coagulation and resulting in the loss of part of the electrode in the patient. The pieces were not recovered. It is unknown how the surgery was completed and if it was delayed. It is unknown if the patient is injured as consequence of the pieces left behind. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.